Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a 9mm longitudinal tear 30mm from the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.